Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided wall adapter and tandem-provided usb charging cable. There was no reported adverse impact. A new wall adapter and charging cable was sent to the customer.